Event description:
A customer contacted haemonetics on (B)(6) 2012 to report a fluid spill within an orthopat machine. No donor or operator injury was reported.

Manufacturer narrative:
A customer contacted haemonetics on (B)(6) 2012 to report a fluid spill within an orthopat machine. No donor or operator injury was reported. The device has not been returned, therefore, no evaluation was performed. A follow up report will be filed upon completion of the investigation. (B)(4).